Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 30-40 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer administered too many boluses when addressing an elevated bg level of 400 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.